Event description:
Patient woke up with very low blood sugar. His wife gave him two tablespoons of sugar which improved his condition. The paramedics that responded to the patient's home telephoned the co to ask how to turn off the pump. They decided to transport to the hospital and treat per their standard protocol. The pump was left operating.